Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
The infusion device displayed an e8 power interrupt error, and the rubber casing that surrounds the up/down buttons was heavily damaged. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint cannot be verified due to careless handling of the product. The soft components of the housing were worn down heavily. Therefore, moisture entered the infusion device and damaged the electronics. The up/down buttons were pressed flat. The e8 power interrupt error was a consequence of the damaged electronics and was due to liquid ingress.